Manufacturer narrative:
Of the 8 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to dim/fading/color spectrum with moisture issue. During investigation for unrelated allegations, there were 3 additional dim/fading/color spectrum w/moisture failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/colorspctrm w/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 133-148 pounds and between 18 and 64 years of age. Of the reported patients, 4 were male and 4 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 4 instances of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.